Event description:
Patient with recurrent glioblastoma began novottf therapy on (B)(6) 2013. On (B)(6), rn at the prescribing site reported that the patient had been admitted to the intensive care unit (ICU) at another hospital for new onset pulmonary embolism (pe) / deep vein thrombosis (dvt). Patient had a history of ambulatory dysfunction due to underlying gbm and history of limb-girdle muscular dystrophy and was in a rehabilitation facility at the time of admission to hospital for pe. No other information was available from prescribing site. At an unknown date, the patient was discharged to a rehabilitation facility. Patient continued with novottf therapy.

Manufacturer narrative:
Hypercoagulability and risk for venous thromboembolism in the setting of a cancer diagnosis and chemotherapy administration has been described extensively (e.g. Nccn guidelines 2013 - venous thromboembolic disease). In addition, multiple studies in the literature describe the incidence of pulmonary embolism in gbm patient population from (B)(4). Pulmonary embolism was reported on the pivotal ef-11 recurrent (B)(4) trial as an adverse event in both arms of the trial ((B)(4)). They were attributable to novottf therapy in (B)(4) of cases and to chemotherapy in (B)(4) of cases. Additional risk factors in this particular patient include concomitant bevacizumab (a vegf inhibitor noted to increase the incidence of thrombotic events per bevacizumab prescribing information), (B)(6) and decreased mobility due to limb-girdle muscular dystrophy. Novocure medical opinion: based on the regional nature of novottf therapy to the brain and the high incidence of pe in this patient population independent of novottf therapy, novocure opinion is that pe was not related to novottf therapy.